Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (in or around 2014 underwent a hysterectomy). Essure was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly in place; fallopian tubes occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included foot surgery (foot bunion removal) in 2009, gravida ii and parity 6 ((B)(6)). Previously administered products included for birth control: nuvaring in 2005 and depo-provera from 1998 to 2004. Concurrent conditions included body mass index normal. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and sexual dysfunction ("was unable to have intercourse with her husband"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and sexual dysfunction had resolved. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and sexual dysfunction to be related to essure. The reporter commented: discrepant data provided: date of essure insertion = (B)(6) 2014 (interpreted as date of removal), date of essure removal = (B)(6) 2013 (interpreted as date of insertion), onset of event "cramping" = (B)(6) 2013 (prior to essure insertion). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: coils properly in place; fallopian tubes occluded. Most recent follow-up information incorporated above includes: on 12-jan-2018: pfs received: reporter added; patient's demographic data, historical and concomitant conditions added, historical drug added; essure therapy dates updated; event added as follows: "was unable to have intercourse with her husband"; outcome of events updated for "pelvic pain", "bleeding", "cramping" from unknown to recovered/ resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pain"), genital hemorrhage ("heavy bleeding/bleeding/unusual bleeding") and uterine hemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise". The patient's past medical history included foot surgery (foot bunion removal) in 2009, multigravida, parity 6 (B)(6) 1994, (B)(6) 1995, (B)(6) 1998, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), bunion in 2009, foot surgery in 2009, cardiac arrhythmia, depression and syncope. Previously administered products included for birth control: nuvaring in 2005 and depo-provera from 1998 to 2004; for contraception: depo-provera from 1998 to 2004; for an unreported indication: nuvaring in 2005. Past adverse reactions to the above products included adverse drug reaction with nuvaring. Concurrent conditions included body mass index normal, meniere's disease, vitamin d deficiency, ventricular contractions premature, bigeminy, palpitations, bradycardia, mitral valve prolapse and post coital bleeding (she also described bothersome breakthrough bleeding and spotting mostly after or during intercourse.). Family history included anemia, arthritis, breast cancer, heart disorder and blood pressure high. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), female sexual dysfunction ("was unable to have intercourse with her husband") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain") and abdominal pain upper ("stomach cramping"). The patient was treated with cortisone and surgery (robotic assisted total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital hemorrhage, abdominal pain lower, female sexual dysfunction, arthralgia, abdominal pain upper and dyspareunia had resolved and the uterine haemorrhage outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, dyspareunia, female sexual dysfunction, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepant data provided: date of essure insertion = (B)(6) 2014 (interpreted as date of removal). Date of essure removal = (B)(6) 2013 (interpreted as date of insertion). Onset of event "cramping; stomach cramping" = (B)(6) 2013 (prior to essure insertion). Onset of event "joint pain" = 2015 (post to essure removal). She did not claim that you experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that your use of essure caused or aggravated any psychiatric and/or psychological condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: coils properly in place; fallopian tubes occluded. On (B)(6) 2014 , surgical pathology report revealed uterus and cervix: hysterectomy. Sloughing endometrium. Myometrium with focal superficial adenomyosis. Cervix with no diagnostic abnormality. Negative for malignancy. Current weight: 172lbs. ¿concerning the injuries reported in this case, the following one were reported via social media: uterine bleeding (confirming abnormal bleeding).¿ most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet received. Event per pfs: painful intercourse. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pain"), genital haemorrhage ("heavy bleeding/bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included foot surgery (foot bunion removal) in 2009, multigravida, parity 6 ((B)(6) 1994, (B)(6) 1995, (B)(6) 1998, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), bunion in 2009, foot surgery in 2009, cardiac arrhythmia, depression and syncope. Previously administered products included for birth control: nuvaring in 2005 and depo-provera from 1998 to 2004; for contraception: depo-provera from 1998 to 2004; for an unreported indication: nuvaring in 2005. Past adverse reactions to the above products included adverse drug reaction with nuvaring. Concurrent conditions included body mass index normal, meniere's disease, vitamin d deficiency, ventricular contractions premature, bigeminy, palpitations, bradycardia, mitral valve prolapse and post coital bleeding (she also described bothersome breakthrough bleeding and spotting mostly after or during intercourse.). Family history included anemia, arthritis, breast cancer, heart disorder and blood pressure high. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and female sexual dysfunction ("was unable to have intercourse with her husband"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), abdominal pain upper ("stomach cramping") and treatment noncompliance ("she did not use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise"). The patient was treated with cortisone and surgery (robotic assisted total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, female sexual dysfunction, arthralgia and abdominal pain upper had resolved and the uterine haemorrhage and treatment noncompliance outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, female sexual dysfunction, genital haemorrhage, pelvic pain, treatment noncompliance and uterine haemorrhage to be related to essure. The reporter commented: discrepant data provided: date of essure insertion = (B)(6) 2014 (interpreted as date of removal) date of essure removal = (B)(6) 2013 (interpreted as date of insertion) onset of event "cramping; stomach cramping" = (B)(6) 2013 (prior to essure insertion). Onset of event "joint pain" = 2015 (post to essure removal). She did not claim that you experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that your use of essure caused or aggravated any psychiatric and/or psychological condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: coils properly in place; fallopian tubes occluded on (B)(6) 2014 , surgical pathology report revealed uterus and cervix: hysterectomy. Sloughing endometrium. Myometrium with focal superficial adenomyosis. Cervix with no diagnostic abnormality. Negative for malignancy. Current weight: (B)(6). ¿concerning the injuries reported in this case, the following one were reported via social media: uterine bleeding (confirming abnormal bleeding).¿ most recent follow-up information incorporated above includes: on 5-feb-2018: this case is medically confirmed. Her demographic details were updated. Her historical conditions, family history were added. Lab data was added. Events: joint pain; stomach cramping and abnormal uterine bleeding and she did not use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise were added. She had not sought medical treatment for any of the event. All of the symptoms stopped almost immediately once the essure device was removed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise". The patient's medical history included foot surgery (foot bunion removal) in 2009, bunion in 2009, foot surgery in 2009, multigravida, parity 6 ((B)(6) 1994, (B)(6) 1995, (B)(6) 1998, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), cardiac arrhythmia, depression and syncope. On (B)(6) 2014 , surgical pathology report revealed uterus and cervix: hysterectomy. Sloughing endometrium. Myometrium with focal superficial adenomyosis. Cervix with no diagnostic abnormality. Negative for malignancy. Current weight: 172lbs. Previously administered products included for birth control: nuvaring and depo-provera from 1998 to 2004; for contraception: depo-provera from 1998 to 2004; for an unreported indication: nuvaring. Past adverse reactions to the above products included adverse drug reaction with nuvaring. Concurrent conditions included body mass index normal, meniere's disease, vitamin d deficiency, ventricular contractions premature, bigeminy, palpitations, bradycardia, mitral valve prolapse and post coital bleeding (she also described bothersome breakthrough bleeding and spotting mostly after or during intercourse.). Family history included anemia, arthritis, breast cancer, heart disorder and blood pressure high. Concomitant products included meclozine (meclizine). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/bleeding/unusual bleeding"), abdominal pain lower ("cramping"), female sexual dysfunction ("was unable to have intercourse with her husband") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), arthralgia ("joint pain"), abdominal pain upper ("stomach cramping") and menstrual disorder ("unusual periods"). The patient was treated with cortisone and surgery (robotic assisted total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, female sexual dysfunction, arthralgia, abdominal pain upper and dyspareunia had resolved and the uterine haemorrhage and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, dyspareunia, female sexual dysfunction, genital haemorrhage, menstrual disorder, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepant data provided: date of essure insertion: (B)(6) 2014 (interpreted as date of removal) date of essure removal : (B)(6) 2013 & (B)(6) 2012 (interpreted as date of insertion) onset of event "cramping; stomach cramping" = (B)(6) 2013 (prior to essure insertion). Onset of event "joint pain" = 2015 (post to essure removal). She did not claim that you experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that your use of essure caused or aggravated any psychiatric and/or psychological condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: coils properly in place; fallopian tubes occluded. ¿concerning the injuries reported in this case, the following one were reported via social media: uterine bleeding (confirming abnormal bleeding).¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of product technical complaint. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain/pain') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise". The patient's medical history included foot surgery (foot bunion removal) in 2009, bunion in 2009, foot surgery in 2009, multigravida, parity 6 ((B)(6) 1994, (B)(6) 1995, (B)(6) 1998, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011), cardiac arrhythmia, depression and syncope. On (B)(6) 2014 , surgical pathology report revealed uterus and cervix: hysterectomy. Sloughing endometrium. Myometrium with focal superficial adenomyosis. Cervix with no diagnostic abnormality. Negative for malignancy. Current weight: 172lbs. Previously administered products included for birth control: nuvaring and depo-provera from 1998 to 2004; for contraception: depo-provera from 1998 to 2004; for an unreported indication: nuvaring. Past adverse reactions to the above products included adverse drug reaction with nuvaring. Concurrent conditions included body mass index normal, meniere's disease, vitamin d deficiency, ventricular contractions premature, bigeminy, palpitations, bradycardia, mitral valve prolapse and post coital bleeding (she also described bothersome breakthrough bleeding and spotting mostly after or during intercourse.). Family history included anemia, arthritis, breast cancer, heart disorder and blood pressure high. Concomitant products included meclozine (meclizine). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/bleeding/unusual bleeding"), abdominal pain lower ("cramping"), female sexual dysfunction ("was unable to have intercourse with her husband") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), arthralgia ("joint pain"), abdominal pain upper ("stomach cramping") and menstrual disorder ("unusual periods"). The patient was treated with cortisone and surgery (robotic assisted total hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, female sexual dysfunction, arthralgia, abdominal pain upper and dyspareunia had resolved and the uterine haemorrhage and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, dyspareunia, female sexual dysfunction, genital haemorrhage, menstrual disorder, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepant data provided: date of essure insertion: (B)(6) 2014 (interpreted as date of removal) date of essure removal : (B)(6) 2013 & (B)(6) 2012 (interpreted as date of insertion) onset of event "cramping; stomach cramping" = (B)(6) 2013 (prior to essure insertion). Onset of event "joint pain" = 2015 (post to essure removal). She did not claim that you experienced a hypersensitivity reaction to nickel or any other component of essure. She did not claim that your use of essure caused or aggravated any psychiatric and/or psychological condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: coils properly in place; fallopian tubes occluded. ¿concerning the injuries reported in this case, the following one were reported via social media: uterine bleeding (confirming abnormal bleeding).¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: event unusual bleeding added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.